Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% leak tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when the physician tested the product during a ventricular-peritoneal shunt implant surgery the valve was leaking from the peritoneal port. It was also reported that there was no impact to the patient.

Manufacturer narrative:
The returned valve was patent. It met requirements for the preimplantation test. It did not meet all of the requirements for the siphon, reflux, pressure-flow, and leakage tests due to a large tear on silicone casing of the siphon control device. It is unknown how or when the damage occurred. The instructions for use that accompanies the device cautions that use of sharp instruments while handling the device can nick or cut the silicone elastomer. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.